Manufacturer narrative:
A (B)(6) male patient reported restenosis and stent fracture approximately a year post implantation of a cypher stent. Re-pci was conducted with balloon angioplasty of the cypher stent for underexpansion and restenosis. These events were previously reported, however additional medical records received indicate that the patient was diagnosed with a myocardial infarction post re-pci re to treat the in-stent restenosis. Additionally, a year after the re-pci, an angiogram performed due to recurrent complaints of chest pain revealed no evidence of stent fracture, 20% occlusion of the cypher stent and new stenosis in a second diagonal branch possibly secondary to jailing from the stenting procedure with cypher. Past medical history that may have increased this patient's risk for mace includes family history of cad, hypertension, hypercholesterolemia, obesity, copd, barrett's esophagitis, previous CABG in 2003, previous multiple stenting with non-cordis stents (unknown stent in lad, s7 stent in circumflex, zeta stent in rca and pixel stent in pda), peripheral vascular disease, partial nephrectomy, hiatal hernia repair, partial colectomy and tobacco abuse. Initially, the patient was hospitalized with acute coronary syndrome due to in-stent restenosis of unknown stent in his mid lad. The patient also had symptomatic bradycardia with a junctional rhythm secondary to the restenosis. The patient underwent successful pci and stenting of the mid lad with a 2.75x33mm cypher stent and the patient's bradydysrrhythmia resolved. Approximately a year later, the patient was admitted for ablation of barrett esophagitis but before the procedure the patient experienced severe chest pain. A coronary angiography with ivus revealed a grossly under-expanded stent with struts opposed to the vessel wall and with focal in-stent restenosis with a lesion luminal are of 2.8mm and 75% restenosis. Additionally, there was 90% narrowing in the mid circumflex extending to the second obtuse marginal branch and 70% - 90% proximal to mid rca stenosis. The left internal mammary artery (lima) to lad was totally occluded. The saphenous vein grafts to pda, right posterolateral artery and om were widely patent. A ventriculogram revealed normal ventricular function with ef 60 to 65%. The stent restenosis was treated with repeated balloon inflation within the entire stented area with a 3.25x15mm unknown balloon and a 3.5x15mm high pressure quantum maverick balloon. Successful angioplasty resulted in stent upsizing to 3.8mm proximally and 3.5mm distally. Ivus was conducted following balloon inflations indicating good stent apposition and less than 10% residual narrowing. Medical records indicate that there were some EKG changes during this admission and a secondary diagnosis of myocardial infarction was listed the day after the re-pci. Approximately a year after the re-pci, the patient was hospitalized in the setting of chest pain. Because of his symptoms and a question of a "fractured stent" per patient, an angiogram with ivus was performed. Angiography revealed patent stent in the lad. Ivus revealed evidence of 2 stent layers, indicating 2 stent placements in the lad. There was no evidence of stent fracture. The stents were well opposed with a focal area of 20% in-stent restenosis in the distal aspect of the stent. Additionally, the second diagonal branch had a 90% ostial narrowing possibly secondary to jailing from the stenting procedure. The treatment recommendation at this time was to continue medical management. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13322594 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as EKG changes and increased cardiac enzymes leading to a diagnosis of myocardial infarction. The precautions section of the IFU indicates that placement of the stent has the potential to compromise side branch patency. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. Based on the information provided, there are possible patient factors (multiple risk factors in medical history), lesion characteristics (isr, residual stenosis 10%, bifurcation with 2nd diagonal) and procedural factors (multiple balloon inflations) that may have contributed to these events.

Manufacturer narrative:
The product is not available for evaluation and testing as it remains implanted in the patient. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A (B)(6) male experienced restenosis approximately a year post implantation of a cypher stent and stent fracture with restenosis two years later. Past medical history that may have increased this patient's risk for mace includes family history of cad, hypertension, hypercholesterolemia, obesity, copd, barrett's esophagitis, previous CABG in 2003, previous multiple stenting of rca and circumflex with non-cordis stents (s7 stent in circumflex, zeta stent in rca and pixel stent in pda), peripheral vascular disease, partial nephrectomy, hiatal hernia repair, partial colectomy and tobacco abuse. Initially, the patient was hospitalized with acute coronary syndrome due to in-stent restenosis of unknown stent in his mid lad. The patient also had symptomatic bradycardia with a junctional rhythm secondary to the restenosis. The patient underwent successful pci and stenting of the mid lad with a 2.75x33mm cypher stent and the patient's bradydysrrhythmia resolved. Approximately a year later, the patient experienced chest pain and a coronary angiography with ivus revealed a grossly under-expanded stent with struts opposed to the vessel wall and with focal in-stent restenosis with a lesion luminal are of 2.8mm and 75% restenosis. Additionally, there was 90% narrowing in the mid circumflex extending to the second obtuse marginal branch and 70% - 90% proximal to mid rca stenosis. The left internal mammary artery (lima) to lad was totally occluded. The saphenous vein grafts to pda, right posterolateral artery and om were widely patent. A ventriculogram revealed normal ventricular function with ef 60 to 65%. The stent restenosis was treated with repeated balloon inflation within the entire stented area with a 3.25x15mm unknown balloon and a 3.5x15mm high pressure quantum maverick balloon. Successful angioplasty resulted in stent upsizing to 3.8mm proximally and 3.5mm distally. Ivus was conducted following balloon inflations indicating good stent apposition and less than 10% residual narrowing. Two years post index procedure, the patient experienced persistent chest pain associated with electrocardiogram changes. A coronary angiography showed that it appeared to be a gap in the mid portion of the cypher stent with mild neointimal hyperplasia in this area with no evidence for a flow limiting stenosis. This area was restented but not angioplastied. Medical records indicated that the probable fracture did not seem to be a plausible explanation for the patient's chest pain as it was no flow limiting with a timi iii flow and there was normal contraction of the anterior wall and apex. The physician discussed with the patient that the treatable heart disease has been addressed at this point and that additional management by his pain management physician is his next course. Smoking cessation was also recommended. The patient was discharged in stable condition with instructions for outpatient follow-up with his multiple specialists. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13322594 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. However, the cause of complete stent fracture in the present case was most likely attributed to the multiple inflations with high pressure balloons conducted to resize the 2.75x33mm cypher stent until 3.8mm proximally and 3.5mm distally. Based on the information provided, there are possible patient factors (multiple risk factors in medical history) and procedural factors that may have contributed to these events.

Event description:
A patient with a history of cad, triple bypass surgery and multiple stents called cordis medical affairs requesting medical information and reported an adverse event. The patient stated that he had a cypher stent placed in his mid lad on (B) (6) 2008 for an unknown reason. In 2009, the patient reports that he had a "heart attack", that his stent had "plaque built up around the outside of the stent" which "caused closure" of the stent. As treatment of the event, patient stated he had an unspecified stent placed in another unspecified artery. It is unknown if inpatient hospitalization was required. The patient called medical affairs several times after this initial call, and gave some more information. He reported recent onset of chest pain on (B) (6) 2010. He stated that he was taken to the emergency room and a cardiac catheterization was performed. He reported that during the catheterization procedure, it was noted that the cypher stent from 2008 had "broke in two". He stated that he remained hospitalized overnight and was discharged the following day. The patient also stated that he had a heart attack while the physician was treating the stent that ¿broke in two¿. A review of the patient's medical records indicate that a likely stent fracture has occurred in the cypher stent in the patient¿s lad. The area of concern was noted to have been re-stented, and it was further noted that the fracture was not flow limiting, or thought to be the cause of the patient¿s chest pain. A full review of all the medical records received for this patient to date do not indicate any record of restenosis of the cypher stent in the patient¿s lad, nor any other adverse event related to the cypher other than the fracture noted. Recent records from the patient¿s visit to a new cardiologist have been requested, but have not yet been forthcoming.